Event description:
It was reported that this patient had right ventricular (rv) lead perforation. The patient had one active rv lead and a surgically abandoned rv lead, it was not possible to determine which of the leads caused the perforation. Both rv leads were explanted, and another rv lead was successfully implanted. No additional adverse patient effects were reported.